Event description:
(B)(4).

Manufacturer narrative:
Batch review: amistem h cementless stem size 4 standard: ref. 01.18.134 / lot 132147 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) stems belonging to this lot have been already sold and only one similar incident was reported with MDR 2013-00136. From the data collected, there are no evidence that the event is device related.